Event description:
The customer reported that the unit went vent inop with a da pcba adc reference failed error (ec 100a). The customer reported that the unit was not in use on a patient. The customer contacted product support and needs help locating the test points on the (da) pcba for the 2.5 volt reading. Product support provided customer service manual reference to the picture identifying the test points. Product support reviewed with customer suggested repair for the da pcba adc reference failed. (Ec 100a). Further information is pending.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date, no further details have been received. The service history record was reviewed, and no repair information was found.